Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead impedance had a downward trend and noise was observed on the atrial lead on intracardiac electrogram. The lead was capped and replaced. The patient was stable.